Event description:
It was reported that the procedure was to treat the proximal to mid left anterior descending artery. The lesion was calcified and the vessel was tortuous. After per-dilatation, the 3.5 x 23 mm xience v stent was implanted at which time a dissection occurred at the distal edge of the stent. A 3.5 x 12 mm xience v stent was implanted to cover the edge dissection. The pt outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.